Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed noise in the alternate and secondary vectors. The device was programmed to primary therefore there was no inappropriate therapy delivered as a result. The system was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximate 8.5 centimeters (cm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed noise and oversensing.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed noise in the alternate and secondary vectors. The device was programmed to primary therefore there was no inappropriate therapy delivered as a result. The system was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.